Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The patient sample was run on two modules - module a and module b (reported module). The patient sample was initially run on module a and was rerun on module b because the reporter was verifying the results. The initial result from module a was 8.7 mg/dl. The first repeat result from module b was 6.5 mg/dl. The second repeat result from module b was 8.5 mg/dl. The initial result was deemed correct.

Manufacturer narrative:
The reagent lot number is 694033. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined that the event was caused by a bent sample probe and rinse levels that needed to be adjusted. He then replaced the bent sample probe and adjusted all rinse levels in the rinse mechanism. He also performed alignments on the sample probes and all reagent probes. The customer performed qc and hardware checks with successful results. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. Sample alarms were observed on the alarm trace data. The service actions resolved the issue.